Event description:
The customer reported that there were six critical self test failures and multiple operational check failures.

Manufacturer narrative:
The customer reported that there were six critical self test failures and multiple operational check failures. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.